Event description:
It was reported that patient had a primary total hip arthroplasty on (B)(6) 2010. She had an initial post-op infection on (B)(6) 2010, treated with a washout and antibiotics. Patient recently reported to dr (B)(6) with a painful hip and soft tissue mass. Patient was revised with a new v40 sleeve and 40 mm biolox head and a 40 e liner. An aggressive soft tissue debridement was also performed.

Manufacturer narrative:
The following other hip devices were also listed in this report: v40 cocr lfit head 40 mm/-4, cat# 6260-9-040, lot# mha757. It cannot be determined which, if any these devices may have caused or contributed to the patient's infection. Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.